Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield failed and pen not functioning correctly with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: following a feedback from one of my patients, I have received a query regarding the below bd autoshield duo needles, manufactured by bd. The patient's wife, states, that when the bd autoshield duo needle, is used with the insulin pen, the needle does not retract back, once insulin is injected. The patient can't verify whether the insulin has gone into the body. Batch no. 8319667- faulty.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A root cause could not be determined and complaint not confirmed.

Event description:
It was reported that the safety shield failed and pen not functioning correctly with a bd autoshield¿ duo safety pen needle. The following information was provided by the initial reporter: following a feedback from one of my patients, I have received a query regarding the below bd autoshield duo needles, manufactured by bd. The patient's wife, states, that when the bd autoshield duo needle, is used with the insulin pen, the needle does not retract back, once insulin is injected. The patient can't verify whether the insulin has gone into the body. Batch no. 8319667- faulty.